Event description:
The patient received a bone void filler allograft during a posterior cervical fusion, and approximately two weeks later developed a seroma at the surgical site. The site was drained percutaneously in the surgeon's office. The graft material was not explanted.

Manufacturer narrative:
This medwatch report was completed using the information provided by the initial reporter/health care professional. Any missing or incomplete data is the result of the information not having been provided by the reporter. The manufacturing records for the subject graft were reviewed and indicated that the graft was manufactured per procedure and met all product specifications and release criteria. All critical processing parameters were met during the processing of the graft. There were no deviations, irregularities or non-conformances associated with manufacturing. Osteotech's (B)(4) has reviewed the details of the case and concluded that, given the patient's pre-existing medical conditions, s/he would be at a higher than normal risk of post-op surgical site complications, and it would be most unlikely that the development of the seroma was directly related to the use of the subject implant. Osteotech has received no additional reports of this nature involving any other grafts manufactured in this lot of product. No further action is required, and this complaint investigation is considered closed.